Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient is needing brain MRI, caller states they are unable to communicate with ins to ensure stim is off prior to scanning. Caller reports pt was able to communicate with insat home and turn stim off but whenever he comes to the clinic for his MRI appt. They cannot connect to the ins. While troubleshooting on the call, caller did indicate connection was established at one point but then communication was lost. Caller reports they have tried to communicate with ins in multiple rooms/areas of the clinic. No symptoms were reported.